Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "a patient after a urolift procedure had excess bleeding and was admitted to the hospital for 2 weeks before bleeding was controlled ". The patient's current condition is reported as "stable".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a patient after a urolift procedure had excess bleeding and was admitted to the hospital for 2 weeks before bleeding was controlled ". The patient's current condition is reported as "stable".